Event description:
It was reported that since the last device implant, the right ventricular (rv) lead exhibited high pace/sense impedances. The lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that since the last device implant, the right ventricular (rv) lead exhibited high pace/sense impedances. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5554 implantable pacing lead - 2004 (B)(6); 4193 implantable pacing lead - 2004 (B)(6). (B)(4).